Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with vancomycin, intraperitoneally (2 grams in each automated peritoneal dialysis bag, frequency not reported). At the time of this report, the peritonitis was resolving, the patient was recovering and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date, the patient experienced constipation. It was reported that the constipation was the cause of the peritonitis event (previously reported as unknown). At the time of this report, the patient¿s peritoneal dialysis (pd) effluent was clear, antibiotic treatment was ongoing, the patient was recovering from the peritonitis and was reportedly ¿doing well.¿ upon further review of this information, it has been determined that baxter pd disposable products are no longer considered suspect products in this peritonitis event.